Event description:
It was reported the unit registered a "device failure." The deivce has alarmed as specified. There was no patient injury reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The log file was analysed for investigation. Based on the log file the reported ¿device failure¿ alarm could be confirmed. The log file entries indicate that the safety software detected an implausible in expiratory and inspiratory pressure measurement. Consequently, the alarm message ¿device failure¿ was posted by the cockpit infinity c500 and the ventilation unit performed a pressure release. Based on the log file no device malfunction was found. The significant difference in expiratory and inspiratory pressure could e.g. Be caused by a faulty or incorrect installed breathing circuit. On the day bevor the event alarm messages like "airway pressure low" and "check breathing circuit for tight connections" were posted. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. The device was tested as per manufacturer specification without any deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.